Event description:
The tip of the device frayed upon insertion into the sheath. FDA safety report ID # (B)(4).

Event description:
The tip of the device frayed upon insertion into the sheath. FDA safety report ID # (B)(4).